Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported the insulin pump stopped working, following exposure to water. It was stated there was water behind the screen. Customer's blood glucose was 130 mg/dl. Physical damage was also noted, including a cracked reservoir compartment rim, due to the device being dropped. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. The pump also had corrosion on the motor and vibrator motor. The pump had a cracked case at the display window corners, cracked reservoir tube window corners, cracked battery tube threads, minor scratches on the lcd window, a partially broken reservoir tube lip, and a missing reservoir tube lip o-ring.